Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
The device and data files were returned and analyzed. Data files did not demonstrate any system notices for the date of the event. Visual inspection of flexcath advance sheath 4fc12 / 78028-67 showed the stopcock distal end luer was detached from the side port tube proximal end. A clinical adverse event occurred during procedure (st segment elevation). Additionally, the patient died post-procedure. The reported issue (detached stopcock) has been confirmed through testing. Adverse events were reported intra-procedure and post-procedure. Flexcath advance 4fc12 / 78028-67 failed the returned product inspection due to detached stopcock from the side port tube. (B)(4).

Event description:
It was reported that during a cryoablation procedure the stop cock detached from the catheter. The physician also saw air in the left ventricle when the catheter was in the ventricle with associated st segment elevation on electrocardiogram (EKG). The procedure was aborted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that during a cryo ablation procedure the stop cock detached from the catheter. The physician also saw air in the left ventricle when the catheter was in the ventricle with associated st segment elevation on electrocardiogram (EKG). The procedure was aborted. Additional information received 06/08/2015 indicated that the patient died two days post procedure.

Manufacturer narrative:
Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 8 injections were performed with catheter 2af283 / 98948. Historical data review showed no occurrences of the reported failure/adverse events for flexcath advance 4fc12 with lot # 78028.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.